Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the cartridge cracked while in the pump causing leakage. The reporter stated that the patient had a blood glucose (bg) of 532mg/dl with headache, sore muscles and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged cartridge leak.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 08/27/2014 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A retained sample was also tested with no defects found. There was no defect found.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.